Event description:
Procedure: hernia. According to the reporter: surgery date was on (B)(6) 2010 and on (B)(6) 2011, the patient experienced a recurrent right inguinal hernia which was repaired by surgery. Relation to the device is probable.

Manufacturer narrative:
(B)(4).